Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose value was 43 mg/dl at the time of the incident. The customer also reported that the insulin pump had insulin flow blocked alarm. The customer was assisted with troubleshooting for insulin flow blocked alarm. The insulin pump will not be returned device for analysis.